Manufacturer narrative:
The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked retainer, cracked keypad overlay, serial number label fading, cracked reservoir tube lip, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Cosmetic damage and other cosmetic damage confirmed. Damage-retainer ring damage confirmed. Damage- damage reservoir tube confirmed and damage- label damage or missing confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the reservoir tube side of the insulin pump, with additional physical damage to the retainer ring and missing or damaged device labels. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and included confirming the physical damage and label issues, verifying that the reservoir could still lock in place, and instructing the customer to discontinue use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned.